Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. Of note, rha 4 is not indicated for the nose, therefore its performance and safety can not be guaranteed.

Event description:
This adverse event occured in canada, outside the united states. On (B)(6) 2025, a nurse from a clinic in canada notified teoxane geneva of an adverse event. According to the information received, a patient was injected on (B)(6) 2025 with 1 ml rha 4 in the nose (bridge, spine, tip) with a needle and a bolus technique. On the same day, the patient experienced a potential intranasal vascular occlusion. The area of concern was the left internal nasal mucosa. There were no signs of compromised perfusion on the lateral wall of the right nasal cavity. The ear, nose, and throat (ent) assessment confirmed localized mucosal necrosis. On (B)(6) 2025, the patient received hyaluronidase (twice). On (B)(6) 2025, the patient started antibiotics (amoxicillin, 500 mg), and nasal salt for 7 days. According to the new infomation received on 26-jun-2025, the patient had completed a round of antibiotics (amoxicillin and clavulanate) and was not currently taking any medications. The outcome of the event was unknown. Despite several reminders, no further information could be retrieved. The complaint was considered closed.